Event description:
A talent iliac stent graft system was inserted in a patient for the endovascular treatment of an iliac aneurysm. It was reported that the patient had a pre-existing dacron graft in place which was for repair of a ruptured abdominal aortic aneurysm on an unknown date. The patient also had an iliac aneurysm that was left untreated because attention was drawn towards the ruptured abdominal aneurysm. Two weeks later, the patient was brought back to address the iliac aneurysm with a talent iliac stent graft. The iliac limb was successfully deployed; however, the tapered tip got caught on the proximal portion of the stent graft and could not be removed due to an angle in the vessel. The physician tried to advance the graft cover forward to capture the tapered tip but this was unsuccessful. The delivery system was punctured with a needle from outside the patient and a wire was advanced followed by advancement of a balloon. The balloon was inflated at the area where the nose cone was caught on the stent graft and was successful in releasing the delivery system. During removal, the physician's pulling force may have compromised the integrity of the catheter, thus causing it to accordion and the graft cover overlapped the tapered tip. There was a great deal of force used to remove the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). (Angled vessel); (tapered tip caught on deployed stent graft). Conclusion: (angled vessel); (tapered tip caught on deployed stent graft). Evaluation summary: the device was returned and its evaluation has been completed. The sheath was curved due to the return packaging. The slider was retracted 55 mm. The quick disconnect was disengaged and retracted 55 mm. The graft cover overlapped 12 mm of the taper tip. There were severe kinks/twisting at 20-45 mm range from the edge of the graft cover. A second severe kink with a puncture hole at 170-175 mm range from the edge of the graft cover. There was a kink distal to the strain relief and at the base of the strain relief. During evaluation, the middle member was examined and did not show evidence of damage. The taper tip most likely got stuck on the proximal portion of the stent graft due to vessel angulation that impeded the removal of the delivery system.